Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: sulu (egia60amt) was loaded onto adapter. No flashing green light was seen. Technician manipulated the unload button a few times and then loaded the sulu back on. Still no green flashing light for sulu. After a few seconds of waiting, the sulu green indicator light started to blink. The sulu was cycled and fired without incident. After firing, the sulu was passed back to the tech. As this was happening, the adapter started to calibrate as the sulu was still attached. Confirmed that uncontrolled articulation occurred while calibrating. It seemed that the adapter thought that the reload was removed when, in fact, it had just finished firing. Tech took off the sulu and the adapter wouldn't calibrate as it had already gone through it's cycle. I had the tech take off the adapter, reattach it, then put the next sulu on it. We fired 18 reloads in this case without any other issues. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.